Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the articulating arm was defective and worn out. There was no patient present when this issue was identified.